Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that when inserting the plug, sparks were noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received without the ac power cord. Testing and investigation of the device found no evidence of burn smell or marks. A new power cord was connected to the device and plugged into ac power but could not replicate the complaint. The power supply printed wiring assembly was replaced as a precaution. The probable cause could not be determined.

Event description:
The customer contact reported that when inserting the plug, sparks were noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.